Event description:
Customer claims there was a slit in the protection station packaged within their custom kit. They only found one. It was noticed before product was used. The product was discarded and is not available for examination.